Manufacturer narrative:
Test strip lot unk. Control solution lot none. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical on (B)(6) 2015 that on (B)(6) 2014, the consumer received a result of 506 mg/dl on her blood glucose meter and on the advice of her physician the consumer went to the hospital. While in the emergency room, her blood glucose reading on the hospital's unk brand meter was 191 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial the carrying case, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The consumer was educated on these directions for use at the time of call. The meter will be returned for eval.